Event description:
It was reported that this pacemaker was found to be depleting faster than expected. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported.